Event description:
It was reported that the patient with this dual chamber implantable pacemaker was highly symptomatic to pacemaker mediated tachycardia (pmt) episodes. Per technical services (ts), the provided data showed false positive pmt due to fast atrial activity, likely atrial tachycardia according to the physician, who plans on running an exercise test to assess optimal maximum tracking rate (mtr) setting. Additionally, ts noted atrial tachy response (atr) episodes that showed oversensing of ventricular far-field in refractory (pvarp, or post ventricular atrial refractory period) which cause false positive atr episodes. Device sensitivity was switched from automatic gain control (agc) to fixed. Blanking and pvarp were reverted to nominals. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.